Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced hyperglycemia after a supply change with the ilet, with glucose rising while the pump was disconnected for approximately 15¿20 minutes and a highest recorded value of 189 mg/dl, after which glucose began to decline and was corrected using the pump. Symptoms included no reported clinical symptoms. Outcomes included no need for outside assistance and no medical intervention or hospitalization. Investigation included customer service troubleshooting and education. Investigation of this case revealed no device alerts or alarms and no device malfunction, and the event was consistent with transient hyperglycemia related to temporary pump disconnection during the supply change. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.